Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy to remove her essure device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device and abdominal pain lower outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff's symptoms had mostly resolved, following her surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), embedded device ('migration of device/migration of essure device location of device: uterus wall') and fallopian tube perforation ('perforation (fallopian tube)') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2002,(B)(6) 2006,(B)(6) 2008,(B)(6) 2017), tubal pregnancy, gestational diabetes, human papilloma virus infection and pregnancy with contraceptive device. Concurrent conditions included obesity and acute vaginitis. Concomitant products included phenazopyridine hydrochloride (pyridium) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2010, the patient had essure inserted. On(B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain ("pain in right side/ pain"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and adnexa uteri pain ("pain/right ovary"). The patient was treated with antibiotics and surgery (bilateral salpingectomy to remove her essure device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, abdominal pain lower, weight increased and adnexa uteri pain outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, adnexa uteri pain, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, pelvic pain and weight increased to be related to essure. The reporter commented: patient experienced another episode of pregnancy captured under case (B)(4). Plaintiff's symptoms had mostly resolved, following her surgery. State of implant was in. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/migration of essure device location of device: uterus wall"), fallopian tube perforation ("perforation (fallopian tube)") and pregnancy with contraceptive device ("pregnancy") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 ((B)(6) 2002,(B)(6) 2006,(B)(6) 2008,(B)(6) 2017), tubal pregnancy, gestational diabetes and human papilloma virus infection. Concurrent conditions included obesity and acute vaginitis. Concomitant products included co-trimoxazole (bactrim) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), adnexa uteri pain ("pain/right ovary") and pain ("pain in right side"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy to remove her essure device on (B)(6) 2017) and surgery (bilateral salpingectomy to remove her essure device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, pregnancy with contraceptive device, abdominal pain lower, weight increased and adnexa uteri pain outcome was unknown and the pain had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain lower, adnexa uteri pain, device dislocation, fallopian tube perforation, pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: plaintiff's symptoms had mostly resolved, following her surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: miscarriage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, pregnancy information, other relevant history, product information, concomitant drugs and events: perforation (fallopian tube), weight gain, pain/right ovary, pain in right side were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), embedded device ('migration of device/migration of essure device location of device: uterus wall') and fallopian tube perforation ('perforation (fallopian tube)') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 2002,(B)(6) 2006,(B)(6) 2008,(B)(6) 2017), tubal pregnancy, gestational diabetes, human papilloma virus infection and pregnancy with contraceptive device. Concurrent conditions included obesity and acute vaginitis. Concomitant products included phenazopyridine hydrochloride (pyridium) and sulfamethoxazole;trimethoprim (bactrim). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced pelvic pain ("pain in right side/ pain"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and adnexa uteri pain ("pain/right ovary"). The patient was treated with antibiotics and surgery (bilateral salpingectomy to remove her essure device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, abdominal pain lower, weight increased and adnexa uteri pain outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, adnexa uteri pain, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, pelvic pain and weight increased to be related to essure. The reporter commented: patient experienced another episode of pregnancy captured under case (B)(4). Plaintiff's symptoms had mostly resolved, following her surgery. State of implant was in. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical record: miscarriage. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: pif received : event pregnancy with contraceptive device updated to ectopic pregnancy. Outcome of ectopic pregnancy with contraceptive device updated to not applicable. Trimester of pregnancy updated, rcc updated. No new follow-up information was received from the reporter. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.